Event description:
Information received from the field does not address the patient's clinical status but notes no output and no magnet response. The device had previously been in back-up mode, but was reset with a software download.